Manufacturer narrative:
Additional information h11: a review of the event history log found no recorded events on the reported event date provided therefore the history log cannot be used to confirm actual IV or pump set up for the reported event. The device was tested for flow rate accuracy and delivered within specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused during therapy in the infusion center department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.